Event description:
Dr. Alleges that the performaxx handle broke causing the stent to deploy in an unplanned location. The doctor was attempting to place the stent 4 cm below the elbow joint in a dialysis graft. A portion of the device separated from the handle, the doctor replaced the portion into its proper location. It was then they noticed the stent had deployed across the elbow joint. A new stent was used to complete the procedure.